Event description:
The customer reported false high ise (ion selective electrode) patient result generated for sodium (na) and chloride (cl), on the dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided an example of patient result.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and replaced the ise (ion selective electrode) tubing, and reference valve to resolve the issue. Initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).